Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed and duplicated the reported issue and isolated the issue to solenoids are slow to respond.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "vent inop", "motor fault", and "xdcr fault" while in use with a patient. The customer reported that there was no patient harm or injury.